Manufacturer narrative:
(B)(4). A follow up report will be submitted once investigation is completed.

Event description:
The customer reported that the "operating system crashed" and that the equipment was not working. There was no pt impact.